Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The customer observed photometer alarms, and a couple of different data flags accompanied the samples. The field service engineer (fse) found a pinhole in the drying tube at the rinse station. He replaced the drying tube at the rinse station. The service actions performed by the fse resolved the issue. The cause of the event was related to the instrument and consistent with a pinhole in the drying tube at the rinse station.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine assay on a cobas 8000 c702 module. Sample 1: initial result: 155 umol/l. Repeat result: 57 umol/l. Sample 2: initial result: 238 umol/l. Repeat result: 86 umol/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.